Event description:
A customer reported a high readings issue with the use of the adc freestyle libre sensor. On the morning of 06-may-2020, customer reported obtaining sensor scans of 250 mg/dl and 389 mg/dl. The customer self-treated with food and 4 units of insulin (type unknown). An hour later, she obtained a reading of 'hi' (readings greater than 500 mg/dl) in comparison to a reading of 37 mg/dl on the built-in. The customer drank a can of soda however, began to perspire and loss consciousness. The customer's husband obtained a sensor reading 'lo' (readings less than 40 mg/dl) and administered a gluacgon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the use of the adc freestyle libre sensor. On the morning of (B)(6) 2020, customer reported obtaining sensor scans of 250 mg/dl and 389 mg/dl. The customer self-treated with food and 4 units of insulin (type unknown). An hour later, she obtained a reading of 'hi' (readings greater than 500 mg/dl) in comparison to a reading of 37 mg/dl on the built-in. The customer drank a can of soda however, began to perspire and loss consciousness. The customer's husband obtained a sensor reading 'lo' (readings less than 40 mg/dl) and administered a gluacgon injection. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high readings issue with the use of the adc freestyle libre sensor. On the morning of (B)(6) 2020, customer reported obtaining sensor scans of 250 mg/dl and 389 mg/dl. The customer self-treated with food and 4 units of insulin (type unknown). An hour later, she obtained a reading of 'hi' (readings greater than 500 mg/dl) in comparison to a reading of 37 mg/dl on the built-in. The customer drank a can of soda however, began to perspire and loss consciousness. The customer's husband obtained a sensor reading 'lo' (readings less than 40 mg/dl) and administered a "glucagon" injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.